Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced ectopy. The physician attempted to reposition but was unable to get into adequate position to resolve ectopy. The decision was made by the medical doctor to remove and rewire with the same result. Ectopy caused hypotension so the impella device was removed with an increase in blood pressure. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported arrhythmia and positioning issue has been completed. The device was not returned for evaluation. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related as they were unable to successfully reposition the device into an acceptable position. The root cause of the arrhythmia could not be determined. Added- h6 impact code 4628.